Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy-defibrillator (crt-d) passed away. The physician questioned the appropriateness of device programming related to the patient's demise.